Event description:
A baxter sales representative (bsr) reported on (B)(6) 2012 that a physician notified him of a peritoneal dialysis (pd) patient had experienced a pleural effusion in (B)(6) 2012 due to a leak in the diaphragm. Pd therapy was discontinued. The patient was re-started on therapy approximately 8 weeks later ((B)(6) 2012). But a leak in the diaphragm reoccurred immediately. Pd therapy was discontinued.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received from gpv indicates: on three unreported dates, procedures were performed to re-position the peritoneal (pd) catheter (reason not reported). In 2011, the patient experienced the onset of a leak due to a hole in the pleural cavity. In 2011, the patient experienced the onset of a non-acute pleural effusion that reportedly developed over 3 months. On (B)(6) 2012 pd therapy was stopped due to the leak and pleural effusion. On (B)(6) 2012 pd therapy was restarted, however, the leak and pleural effusion recurred and pd therapy was stopped. The patient was not hospitalized for any of the above events. No treatment was provided for the leak or pleural effusion. The patient reportedly recovered from the leak and pleural effusion but the hole in the pleural cavity was not resolved. The etiology of the hole in the pleural cavity is unknown per the nurse. The nurse believed the events were unrelated to the baxter dianeal solution, devices or disposable products.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed as the device was not returned for evaluation. The assignable cause was undetermined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of pleural effusion.